Event description:
Note: the event date was not provided. It was reported to boston scientific corporation that an endovive standard peg kit push method was used in a percutaneous feeding tube placement. Patient's age, weight and gender were not provided. Per the complainant, no issues occurred during peg placement. The tips of the peg tube were described as being soft and rubbery. After a few feedings the material stretched, and does not hold the cannula in place. The feeding catheter is not secured tightly and the nutrients leak out into the patient's bed. The tips stretch and do not stay in place making it difficult perform the feedings. It was noted the nurses are securing the catheter to the feeding port with tape. There have been no complications or injury to the patient reported. Post procedure the patient's status was fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).